Manufacturer narrative:
Continuation of d10: product ID afapro28 (lot: 26392); product type: 0624-arctic front catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter afapro28 afa pro 28, after the cryoballoon catheter was connected to the console and all self-safety tests and flushing procedures were completed, balloon inflation and left superior pulmonary vein occlusion were achieved on the first attempt. During the first cryoablation attempt, the temperature failed to drop below -20 degrees celsius, and a system notice indicated that the refrigerant delivery path was obstructed. The cryoablation was terminated before reaching the one-minute mark. The vacuum was released and reactivated to enable a new system check and flushing procedure. Multiple attempts at cryoablation were made, and the cryoballoon catheter, coaxial umbilical, and electrical cables were replaced. A full console reset was performed, but the same error pattern persisted. The procedure was aborted under general anesthesia. No patient complications have been reported as a result of this event.